Manufacturer narrative:
Investigation outcome: it was reported that device alarmed for battery 2 replacement required. No patient involvement. No device logs were provided with this complaint. No part was returned to hamilton medical ag for investigation. The exact fault in the batteries cannot be determined without failure description, battery data and device logs. Hamilton medical ag has requested further information. However, no further information was received. This case is considered as closed. If further information is received that changes this assessment, a follow-up report will be submitted.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: the ventilator showed 'battery 2 replacement required'. No patient involved.